Manufacturer narrative:
H2: additional information added to b5. A1-4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a surgical delay of approximately thirty to forty minutes. There was increased exposure to radiation due to the multiple scans taken.

Event description:
Additional information was received. No adverse events to the patient or patient symptoms, the procedure was completed well after replacing the navigation system.

Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system would not receive images from the imaging system (is) during the case. The account claimed that the navigation system would not communicate with the is. They pulled in an alternate navigation system, which received the exam, but the probable cause of why the images didn't transfer was not determined. Troubleshooting revealed that when the connection from the is to the navigation system was verified, the connection was successful. The probable cause was suspected to be one of the three communications categories flickering red. Since no representative was present, additional information about the case could not be obtained. No issue could be identified. The case was closed as resolved on the call. The patient was present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735225r, ubd:unknown, UDI#:unknown, h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.